Event description:
It was reported after induction testing, noise was observed on the rv lead and the patient received inappropriate therapy. Oversensing was also noted. The lead was capped and replaced with no patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.